Manufacturer narrative:
An isi failure analysis engineer (fae) reviewed the erbe logs for the generator used in this event and the following info was provided: the system had two procedures performed on (B)(6) 2024. No issues were identified in the logs on the first procedure. The second procedure had an erbe generator error indicating an activation had been interrupted due to a power failure. Another error occurred at the same time noting that energy activation was halted by an instrument or instrument cable connected to the lower bipolar port. Per the fae, the errors, being a power failure and the halting of bipolar energy, appear to be unrelated to the burn/skin reaction. There were no other relevant errors in the logs. The erbe generator was returned to isi and failure analysis evaluation was performed. The customer reported failure of the unit going blank and then coming back on could not be reproduced. The unit energized and cauterized and all ports recognized instruments. The error was confirmed in the error log. As a safety precaution the unit will be returned to original equipment manufacturer (OEM) for further investigation.

Event description:
It was reported that after completion of a da vinci-assisted radical prostatectomy with lymphadenectomy procedure, the patient sustained a burn from the grounding pad. The customer stated that the erbe generator had gone blank and then came back on. An intuitive surgical, inc. (Isi) technical service engineer (tse) viewed the system logs and saw a erbe power fail error. The customer stated that after the erbe generator came back on, the customer was able to complete the case robotically. The customer stated at the end of the case, when they removed the grounding pad from the patient, they noticed the patient had suffered a burn on his left thigh and it had started blistering. The hospital wound care nurse documented the injury as "skin stripping noted" to the left lateral thigh. It is unknown what medical intervention, if any, was rendered due to the reported burn injury. The severity of the burn injury is also unclear. No metal was documented in the patient's left hip. The facility is ruling out the injury as a burn versus a skin reaction. The patient had documented sensitive skin.